Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the problem stated by customer, screen turns on with static lines across. The unit was troubleshot and the pcb inverter and video receiver board was replaced. The unit was then re-assembled and turned on, the lcd is now working property. The unit passed a full functional check with calibration verifications. The unit has been cleared and returned to customer for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) screen is not working properly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is not working properly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: d4(brand name, version or model #, catalog #, unique identifier (UDI) #), g4 (PMA/510(k)#, h6 (health effect ¿ impact codes).